Manufacturer narrative:
The hill-rom technician found the beds external alarm with housing inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm is inoperable. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).